Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that they were not receiving data on the g5 application on (B)(6) 2016. No injury or medical intervention was reported.